Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A revision procedure was performed to reposition the lead but the helix would not extend or retract. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Boston scientific received information that this lead was an attempted implant due to helix extension and retraction difficulty that contributed to lead dislodgment. This lead was explanted and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.